Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose and sugar was 1118 mg/dl at the time of incident on date of hospitalization mentioned was (B)(6) 2018. The customer experienced symptoms such as unable to speak and panting. Customer declined to troubleshoot. Nature of treatment was reported visit to emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.